Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose levels of 594 mg/dl. Reservoir had an air bubble. Approximate size of air bubbles is a quarter of an inch. Insulin pump failed high pressure test. Air bubble were removed successfully. Insulin pump passed displacement test. The insulin pump will not be returned for the analysis.